Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. The device was received for evaluation. During visual inspection, the labels were undamaged, but the entire device was worn. During functional testing, the reported issue could not be duplicated at time of investigation. No problems were found with the pump displaying "no disposable" (no cassette) messages when an undamaged cassette was properly attached to the pump. The pump was found to be operating properly and passed all tests. Root cause is unknown. No further action will be taken., corrected data: d1, d2 (brand name and common device name) and d3.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump alarmed "no cassette" while in use. Pump started at 4pm the day before, and it alarmed around noon. Cassette removed and attached back to the pump with no resolution. Once the cassette was removed and attached to another pump, no issue observed. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.